Event description:
The affiliate reported that a codman microsensor icp transducer was implanted in a sedated patient. Patient was in a stable condition but the pressure displayed on the icp express monitor was around 145-150mmhg, even after the doctor had pulled the sensor back a few centimeters. The pressure did not concur with the condition of the patient. As a result the cable and monitor were replaced. There was no change. The doctor then made the decision to remove the device. Upon doing so, when the device was being removed it was manipulated causing a tear.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Please note that we do not use therapy dates as listed with the concomitant devices.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: received device in two pieces. Catheter material stretched and broken. Internal catheter wires exposed and broken. Sutures attached to catheter material ~ 10 and 18cm from sensor case. No testing was possible. Mfg. Date: 2/13/2012. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. This however could not be confirmed. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Initially the complaint was reported as a malfunction. After reviewing the event, the decision has been made to report as a serious injury.